Event description:
On 10/21/97 following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, on 11/3/97 the physician reported that the pt was noted to have an infection at the catheterization site. The pt reportedly has an absecess which required drainage. Antibiotics were administered and the pt remains without sequelae at the time of this report.